Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had replace battery now alarm. The blood glucose was unknown at the time of the incident. Customer received replace battery now alert then she changed the batteries but she received the same alert after wards. The pump is already off and she ca not do anything on the pump. The troubleshooting steps were guided for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer states the battery was not previously used. This is the second occurrence of replace battery now in less than 10 hours after low battery warning. Customer advised to replace the insulin pump and revert to back up plan until she receives the replaced insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. No low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm noted during testing.